Event description:
This ra lead was implanted on (B)(6) 1995 and remains implanted as of this time. A call was placed to technical services on 04/02/2018 stating that ra lead pacing impedance measurement. The intervals are 100-150ms. Out of range is more than 3000 ohms. Dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).